Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia. Technical services (ts) reviewed the reports and noted that there were noisy signals on the shock electrogram (egm), which caused the rhythm ID to see the rhythm as uncorrelated and atp to be delivered. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported. Subsequently, additional information received indicates that the device exhibited farfield oversensing of ventricular signals on the right atrial (ra) lead channel. The health care professional (hcp) was concerned regarding the device's discriminators as well as therapy was delivered. Ts reviewed the reports and noted that the therapy was appropriate. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia. Technical services (ts) reviewed the reports and noted that there were noisy signals on the shock electrogram (egm), which caused the rhythm ID to see the rhythm as uncorrelated and atp to be delivered. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.